Event description:
On (B)(6) 2013, the reporter contacted animas alleging a motor/rewind issue. The reporter stated that while changing the cartridge and completing the rewind step, the pump piston was not moving and was making a grinding noise while the screen was showing ¿rewind active¿. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.